Event description:
The user received questionable ion selective electrode (ise) sodium results and provided data for 18 patient samples. Of the provided data, the results for 16 of the patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 158 and the repeat result was 140. Patient sample 2 initial result was 160 and the repeat result was 141. Patient sample 3 initial result was 152 and the repeat result was 142. Patient sample 4 initial result was 149 and the repeat result was 138. Patient sample 5 initial result was 154 and the repeat result was 140. Patient sample 6 initial result was 158 and the repeat result was 142. Patient sample 7 initial result was 156 and the repeat result was 144. Patient sample 8 initial result was 157 and the repeat result was 143. Patient sample 9 initial result was 153 and the repeat result was 136. Patient sample 10 initial result was 158 and the repeat result was 139. Patient sample 11 initial result was 151 and the repeat result was 142. Patient sample 12 initial result was 147 and the repeat result was 138. Patient sample 13 initial result was 158 and the repeat result was 141. Patient sample 14 initial result was 151 and the repeat result was 141. Patient sample 15 initial result was 155 and the repeat result was 140. Patient sample 16 initial result was 150 and the repeat result was 141. The initial results were reported outside the laboratory and the patients were not adversely affected. The user stated as far as she knew, the doctors were notified by 5:00 pm on (B)(6) 2010. The sodium electrode lot number was not provided. The field service representative determined the cell rinse volume was too high and there was a potential for splash or overflow of detergent intermittently into the sample. He adjusted the rinse detergent volume and replaced the ise bath assembly as a preventative measure. To verify the analyzer operation, he ran mechanism and system checks with no problems. The user ran quality control with the results within their specifications.